Manufacturer narrative:
Ccc was unable to determine if the issue was with a clot in the sample, and the instrument data did not indicate to be an analyzer issue as other samples that followed did not indicate a pattern that would be typical of an analyzer issue. The cause of the discordant eco2 is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low enzymatic carbonate (eco2) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The customer repeated the sample on the same instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant eco2 result.